Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year post deployment, the patient experienced chest pain and sob. CT revealed that there was a large right-sided pulmonary embolus with developing right middle lobe infarct. The pulmonary embolus involves the right middle and right lower lobe pulmonary arteries also there was a large right sided pe with slight interval improvement in the thorax region. Three months followed by that, CT revealed that the pe got resolved. Therefore, the investigation is confirmed for pe post implant. However, the investigation is inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tines projected beyond ivc lumen. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism and hospitalized post filter implant ; however the current status of the patient is unknown.